Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: date of this report was updated. Expiration date and unique identifier (UDI) number were added. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Device manufacturer date was added.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4). Additional 510(k) number is k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reports that patient presented with infection around implant tsvb11. Site # 27. Implant was removed.